Event description:
The customer states there was loss of a video image on the system. The screen was turning black while taking an exposure. The malfunction was isolated to an hv cable assembly. Also the system's collimator intermittently failed to open the iris. This failure was isolated to a connector on the collimator assembly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hv cable assembly and collimator but was unable to duplicate the loss of video signal. The system functions as intended.